Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead was capped and replaced on (B)(6) 2014 due to capture anomaly. No additional information was available.

Manufacturer narrative:
(B)(4).